Event description:
The customer reported that the system would lock up intermittently. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The nodes were flashed and the software and configuration files were reloaded. The system was tested and operates as intended.